Event description:
Reporter indicated that pt has experienced an increase in seizures since generator replacement surgery. It was reported that prior to generator replacement surgery, the pt's device was programmed to highest output current settiing (3.5ma). After generator replacement surgery, the pt's device was programmed to an output current setting approximately 50% lower than their original device was set to. Programmed output current of the new generator has been ramped up on a daily basis in an attempt to get back to the previously prescribed setting of 3.5ma. The pt has also been treated with diastat during the period of increased seizure activity and now experiences seizure clusters with approximately 70 magnet activations during a 24-hour period. Further follow-up revealed that the pt was experiencing good seizure control on current device settings (2.0ma output current), but the paitent was experiencing abdominal quivering and an elevated keppra level (from 50 to 90 in one week). In spite of a decrease in keppra dosage.